Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed breakfast but did not deliver a bolus, and experienced a blood glucose (bg) level of 261 mg/dl. To address the bg level, a bolus was delivered.